Event description:
It was reported that pump battery did not charge. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump.